Manufacturer narrative:
(B)(6). (B)(4). Investigation results: visual examination of the returned complaint device through high magnification found the balloon had a pinhole. It was also noticed that several quantity of dry contrast was inside the balloon. Functional analysis was not performed due to the balloon lumen was occluded and it was not possible to unblock it. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon could not reach the normal pressure and could not dilate the papilla. The procedure was completed another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.